Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient underwent a heart transplant on (B)(6) 2022. The transplant was not considered to be related to a device or therapy issue, and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was returned assembled with the pump cable severed approximately 12 inches from the pump header. The remaining portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port. The outflow graft bend relief was returned attached to the graft. The apical cuff was returned, and the cuff lock was fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental finding: evaluation of (B)(6) revealed an extrinsic outflow graft obstruction. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The current version of the heartmate 3 lvas IFU (rev. C) contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.